Event description:
Boston scientific received information that the communicator's power cord burned. There were no allegations that the patient was harmed as a result of the burnt power cord. The power cord was replaced. The communicator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed pest infiltration. As a result, no further testing was performed.